Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿change your cartridge every 48 to 72 hours as recommended by your healthcare provider.¿ per tandem¿s cartridge instructions for use: ¿make sure that insulin is at room temperature before use or air bubbles could form in the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 220 to 600 mg/dl and a manual injection was used to correct. Reportedly, the cartridge and infusion sets were in use for more than 3 days. Additionally, the customer loaded cartridge with cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.